Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). It was also reported that the ipg elective replacement indicator (eri) battery voltage decreased from 2.81 v to 2.59 v. The ipg's pacing parameters were unchanged and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 407645 implantable pacing lead, implanted: (B)(6) 2010; competitor lead implantable pacing lead, implanted: (B)(6) 2010. (B)(4).